Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located at the severely calcified coronary artery. A 3.25x10mm flextome cutting balloon was selected for use. During the procedure, the balloon ruptured during the 1st inflation at 10atm. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 1.5mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located at the severely calcified coronary artery. A 3.25x10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured during the 1st inflation at 10atm. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.